Manufacturer narrative:
Follow-up #1: date of submission 11/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2016 with the following findings:during investigation, the battery compartment was cracked from the top to the cover part, and below the bumper pad. A leak test was performed and failed due to a leak in the battery compartment. Evidence of moisture corrosion was only found in the battery compartment.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The battery compartment reportedly was cracked. Reportedly, there was moisture and corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.